Event description:
Rupture was confirmed to not have occurred.

Event description:
A healthcare professional reported left side rupture of prosthesis and "fibrous pseudo periprosthetic capsule with foreign body granulomas". The device has been explanted.

Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.